Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of a device. A visual inspection of the returned photo noted that the retraction knobs of the device can be seen to be fully retracted. No device abnormalities can be seen in the returned photo. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video assisted thoracoscopic surgery, when the bronchus of the lung were detached, the handle crackled. The handle could not be fired again. A new handle was used to complete the case. There was no patient injury.